Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Information received by medtronic indicated that the insulin pump had a error in the motor was detected by reading unexpected value from hall sensor. Customer was assisted with clearing the alarm. Customer was not able to clear the alarm. Customer was not able to complete insulin pump rewind. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment. Unit successfully downloaded using thump software. No pump error 43 noted during testing, however, a pump error 43 was confirmed on the history/trace file on (B)(6) 2022 07:52:05.000. Motor was tested outside of the device and passed. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. The following were noted during visual inspection: corroded home switch. Pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case and damaged display window cover. In summary, customer pump error 43 was confirmed in the history/trace files, problem isolated to the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.